Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty peeling apart a microintroducer sheath is confirmed and was determined to be manufacturing related. One 5.0 fr x 7 cm microintroducer sheath was returned for evaluation. An initial visual observation showed use residue on the returned sample. The sheath was returned evenly split; however, the splitting at the t-handle of the device was observed to be uneven with excess material and a distinct ring of material on one side of the split t-handle. A microscopic observation revealed plastic deformation and lightening of the material at the break site within the t-handle. The uneven splitting of the t-handle appears to have been caused by an abnormality during the manufacturing process. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text: evaluation findings are in section h11.

Event description:
It was reported "had to cut with scalpel to get the introducer to split appropriately." No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a peel-apart sheath failing to properly split/peel was inconclusive due to the condition of the sample. The product returned for evaluation was one photograph depicting a microintroducer peel-apart sheath. The sample was placed within a plastic bag. The sheath had been peeled and the two halves were fully separated. The implicated sheath had been completely peeled and inspection of the photograph did not reveal evidence of difficult sheath separation; however, the sample could not be thoroughly evaluated. Consequently this complaint is inconclusive at this time. A lot history review (lhr) of reer2269 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "had to cut with scalpel to get the introducer to split appropriately." No other information was provided.